Manufacturer narrative:
The 50mm lengthener was received for failure analysis with a scale reading of 40mm, meaning the device was distracted by 10mm. The device was tested for distraction by rotational movement and it was observed that the device was distracting. The device was distracted by 17mm during analysis. Additionally the iskd was disassembled to measure break away torque. The breakaway torque between lead screw and nut screw was recorded at 29.02 in-lbs. Also, the proximal and distal clutches were found functional. Hence based on the information available and analysis performed, it can be concluded that no fault was found with device. Device functioned as designed.

Event description:
Based on the information provided, the iskd femoral lengthener in the right femur was not gradually distracting and additional surgery was performed. The iskd was replaced and the patient is in good condition.